Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the date of explantation, revision surgery, and replacement devices. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information indicated that the date was rescheduled to (B)(6) 2020. The patient is scheduled to undergo bilateral removal and replacement with two 550cc mentor memorygel breast implant prostheses (catalog #: 3505501bc). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-jan-2021, the suspected medical device was returned for evaluation. Mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The relevant field has been updated. On 8-feb-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the device was found to be ruptured. Additionally, shell wear was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: late-onset seroma, rupture. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 500cc mentor memorygel breast implant and experienced right-sided late-onset seroma and rupture postoperatively. The patient had a consultation with a healthcare professional on (B)(6) 2020, and the diagnosis was confirmed via physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.